Event description:
No additional informaiton provided.

Manufacturer narrative:
1. DHR/bhr review(lot#3080066): 1)this batch of products were assembled at intima ii auto line 2 in (B)(6) 2023, and packaged at r240 package line in april 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and pictures have been received, and the specific location, status and composition of the white foreign matter cannot be identified. 3. Check the retained samples of this batch, no foreign matter is found, please see the attached photos. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples. No similar complaints have been received from other hospitals regarding this batch of products. As no defective sample returned, the root cause of the white foreign matter on the indwelling needle cannot be determined.

Event description:
It was reported while using unspecified bd catheter needle there was foreign matter. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2023 while administering fluids, a nurse administered an indwelling needle to a patient, tore open the package and found a white foreign substance on the needle and discarded the needle, which was discovered in a timely manner and did not result in an adverse event.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.